Manufacturer narrative:
The reported event of loss of capture was not confirmed. A full lead was returned in one piece for analysis. Specification measurement, electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported the patient presented for post procedure follow up. Interrogation revealed the left ventricular lead exhibited a loss of capture. An x-ray was performed and confirmed the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.